Manufacturer narrative:
The customer has been contacted several times by miltenyi biotec (B)(4) in order to retrieve further information for complaint investigation. Miltenyi will follow up on this MDR once they receive the information.

Event description:
The customer described poor cd34 cell viability (6%) after a cell selection using the clinimacs cd34 cell selection system. The cells were not transplanted. The customer was able to separate cd34+ cells within a second separation and treated the patient accordingly. There was no risk to the patient.